Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown issue. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that pre-discharge it was noted that the atrial electrogram sense markers were noted to be directed above qrs complex. Furthermore, chest x-ray confirmed the lead was dislodged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Also, it was noted that the conductors were intact. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, dislodgement is a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that pre-discharge it was noted that the atrial electrogram sense markers were noted to be directed above qrs complex. Furthermore, chest x-ray confirmed the lead was dislodged.

Manufacturer narrative:
B1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that pre-discharge it was noted that the atrial electrogram sense markers were noted to be directed above qrs complex. Furthermore, chest x-ray confirmed the lead was dislodged. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Also, it was noted that the conductors were intact. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, dislodgement is a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that pre-discharge it was noted that the atrial electrogram sense markers were noted to be directed above qrs complex. Furthermore, chest x-ray confirmed the lead was dislodged. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Also, it was noted that the conductors were intact. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, dislodgement is a known inherent risk of the device.

Manufacturer narrative:
This report is being filed to correct field g3 aware date year from 2024 to 2025 on the previous report, follow-up #3.